Event description:
The patient reported that v-go fell off last week while working in the yard. Patient mentioned that around 3 weeks ago several v-go devices fell off and last week around 2 fell off. Patient mentioned that temperatures are very high. Patient put her v-go at night and around 10-12 hours later v-go fell off. She wears v-go on her abdomen and she sweats a lot.

Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.